Manufacturer narrative:
Product analysis no damage was observed to the filter basket. No damage was observed to the distal floppy tip. The capture wire was returned in two pieces, with the device fractured at the notch. The capture wire was measured, and both segments were found to be within specification medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of peripheral artery plaque in the mid right tibial/popliteal trunk, the spider fx device wire broke at the break point into the cxi catheter. The retrieval catheter provided with the spider device was used to capture the broken spider device, and a newly opened spider device was deployed without issue. The vessel had minimal tortuosity and calcification, with a diameter of 4 mm. The sheath used was a 6fr terumo pinnacle, and post-dilation was performed with a boston sterling device. There were no abnormalities in anatomy, no resistance encountered, and the instructions for use were followed without issue. The device was safely removed from the patient, and the procedure was completed using a new medtronic spider device. No health consequences or impact were reported for the patient. No patient complications have been reported as a result of this event.